Event description:
Initial info received from a consumer on 03-may-2010: a female of unknown age who was diagnosed with bad neck contour in (B) (6) 2009 received an unspecified amount of injectable poly-l-lactic acid (sculptra) [lot # and expiration date unknown] on (B) (6) 2010 in order to correct the bad neck contours. In the last eight to ten days of (B) (6) 2010, she experienced circular lumps and a line of lumps halfway across her neck and down the middle of her neck that looks like a division sign. She said that her physician wants to do another treatment with injectable poly-l-lactic acid but the symptoms remain ongoing. Add'l medications were not provided. No further relevant information reported. Add'l info is unobtainable because the consumer did not provide her address.